Manufacturer narrative:
Investigation results: the complaint of a leak from the septum was confirmed and the cause appeared to be manufacturing related. Four 18g nexiva units from lot 4232063 were provided for investigation. The cannister and septum were not seated correctly within the catheter adapter, which likely created a fluid path that allowed fluid to leak. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A functional test showed that no fluid would bypass the closed clamp; therefore, the complaint of backflow could not be confirmed. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: 18 g IV catheter leaks blood from the grey hub. I have two examples. Regarding patient harm/injury/negative outcomes, the outcome for these was that the patient needed to be poked again to establish IV access. The ivs removed were otherwise working and successful. For the 18g ivs that leaked after accessing, the clinician had to clean blood off the patient that leaked causing a less than satisfactory patient experience.